Event description:
It was reported that the patient's spinal cord stimulator (scs) lead had high impedance which prevents patient for MRI (magnetic resonance imaging) eligibility. The patient underwent an explant procedure and the explanted device will not returned.

Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient's spinal cord stimulator (scs) lead had high impedance which prevents patient for MRI (magnetic resonance imaging) eligibility. The patient underwent an explant procedure and the explanted device will not returned.

Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb.investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record:it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion:the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.